Event description:
The provider states the on/off switch only works intermittently. He states this is not the original owner of the chair and this company didn't originally purchase the chair. Additional information isn't available per the provider (B)(4).